Manufacturer narrative:
Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4); product ID: 97 7a160, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had to have a lead revision done in april as there was a lead migration. The patient stated that both leads were removed and that new leads were implanted during the revision.